Event description:
It was reported that during a da vinci si prostatectomy procedure the monopolar curved scissors (mcs) instrument no longer responded to the surgeon's control. There was a delay between the opening and closing motion of the scissors and the actual opening and closing motion done at the console (master tool manipulator's gripper) by the surgeon. Following inspection, no damage was observed on the cables (maybe an issue with internal cabling). No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. The instrument was placed on an in-house system and it was driven; recognition and engagement testing passed. The instrument moved intuitively with full range of motion in all directions and did not experience any delays between the mtm (master tool manipulator) and the instrument. The grips opened and closed properly. Failure analysis also observed that the distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The distal end of the main tube exhibited a small crack above tube reinforcement ring. Failure analysis was performed on this instrument in relation to field action number 2955842-051613-005 to investigate micro cracks on the monopolar curved scissors instrument. As the location of theses micro-cracks is confined to 2cm of the instrument shaft, the failure analysis was limited to only this area of the instrument. The distal end of the main tube exhibited a couple of hairline cracks in the axial direction. No other damage was found.  The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.